Event description:
A patient reported that smiths medical pump is alarming no disposable. Silenced, reviewed settings and powered pump off. Closed clamp and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette, gently tapped cassette and massaged line to disperse air bubbles in the line and pressed green release. No adverse patient effects were reported.